Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: crease fold, deformation, brown particles. Weight measurement identified weight to the specification. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. No openings or issues related to rupture device were observed. No dimensions due to deformation.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side pain. Later patient reported rupture. The device remains implanted.